Manufacturer narrative:
The field service engineer (fse) observed a small amount of diluent leaked from the rinse block (probe wipe assembly) at the piercer position. The fse replaced the probe, the rinse block and the vacuum pump to resolve the leak issue. The fse noted the white blood cell (wbc) bath was not cracked as reported by the customer. The probe wipe dripped fluid onto the side of the wbc bath. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid leaked from the white blood cell (wbc) bath onto the counter and wbc/diff aperture alert messages during quality control involving coulter act diff 2 analyzer. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe); the customer had on gloves and a laboratory coat prior to troubleshooting. The customer replaced check valves #1 and #3 and cleaned up the fluid per the facility's risk management plan. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.